Event description:
Boston scientific received information that this right ventricular (rv) lead would not release from the device header during a revision procedure. A bone cutter was used to cut off the back of the associated device header and the lead was successfully pushed out of header and remains in service. The patient was pacemaker dependant and experienced asystole greater than two seconds however no adverse patient effects were reported as a result of the asystole.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.